Manufacturer narrative:
A2 age of the patient at the time of enrollment - 66 years old.

Event description:
It was reported that the subject experienced left lower extremity gangrene, requiring intervention and amputation. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2024 as a part of a clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa) with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 20 mm lesion length with 90% stenosis and was classified as transatlantic inter-society consensus (tasc) ii class a lesion. Prior to the treatment of target lesion, lithotripsy was performed using 6 mm x 60 mm shockwave medical device and balloon dilation was performed using 6 mm x 100 mm non-boston scientific drug coated balloon. Treatment of target lesion was performed by dilation using 6 mm x 60 mm ranger drug coated balloon, study device. Post procedure, the final residual stenosis was noted to be 20%. On the same day, the subject was discharged from the hospital on clopidogrel. On (B)(6) 2024, the subject underwent left common femoral artery to posterior tibial artery bypass for gangrenous left toes with popliteal and tibial disease. On (B)(6) 2024, the subject underwent left foot trans metatarsal amputation.

Manufacturer narrative:
A2 age of the patient at the time of enrollment - 66 years old. B2: added required intervention selection updated b5 based on the additional information received.

Event description:
It was reported that the subject experienced left lower extremity gangrene, requiring intervention and amputation. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2024 as a part of a clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa) with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 20 mm lesion length with 90% stenosis and was classified as transatlantic inter-society consensus (tasc) ii class a lesion. Prior to the treatment of target lesion, lithotripsy was performed using 6 mm x 60 mm shockwave medical device and balloon dilation was performed using 6 mm x 100 mm non-boston scientific drug coated balloon. Treatment of target lesion was performed by dilation using 6 mm x 60 mm ranger drug coated balloon, study device. Post procedure, the final residual stenosis was noted to be 20%. On the same day, the subject was discharged from the hospital on clopidogrel. On (B)(6) 2024, the subject underwent left common femoral artery to posterior tibial artery bypass for gangrenous left toes with popliteal and tibial disease. On (B)(6) 2024, the subject underwent left foot trans metatarsal amputation. It was further reported that balloon dilation was performed using 5 mm x 60 mm non-boston scientific pta balloon and 2.5 mm x 150 mm non-boston scientific pta balloon.